Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx was used as an accessory device along with another manufacturer stent graft for an unknown endovascular treatment. It was reported that during the index procedure, while inserting the other manufacturer stent graft, the stent graft had to be repositioned numerous times. It was reported that the stent graft was pushed up as far as the renal arteries several times in order to allow for cannulation. After the stent graft had been deployed, one endoanchor was successfully deployed to the right side of the proximal neck. The heli-fx system was then re-loaded, however, it was reported that, while the guide was being rotated the implanted stent graft completely came out of the proximal neck and pushed to its limits. An angiogram confirmed that after the migration of the stent graft, there was no further endovascular options available for this patient. As per the physician, the stent graft was required to be re-positioned so many times due to the patient¿s anatomy. It was reported that the patient had open repair and was discharged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the other manufacture¿s stent graft coming out of the patients proximal neck, after successfully implanting one endoanchor, could not be determined from the pre-implant CT¿s provided. The films during implant were not available and the reported event could not be assessed. It is likely that implanting within the severely angulated neck was the primary contributor to this event. It could not be determined if implanting the endoanchor into the highly angulated anatomy may have also contributed. However, no issues during implant of the single anchor were reported, and images during and post- implant of the anchor were not available for review. If information is provided in the future, a supplemental report will be issued.